Manufacturer narrative:
Technician found the trendelenburg release valve was defective. The technician replaced the trendelenburg valve in the hydraulic block this resolved the issue.

Event description:
Account alleged that the bed was constantly drifting down into the trendelenburg position. No patient impact.